Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that skin thickness adjuster was not changing the thickness of the shaving and it required an air pressure of 1800+ in order to oscillate with enough strength to drive dermatome. Additional clinical information determined that the issue occurred during surgery and there was a patient harm associated with the report. There was an impact/damage to the graft harvest and an additional unplanned graft harvest was required from the patient. The surgery was completed using an alternate device, wherein the additional graft was taken using watson cobb knife, which led the donor site size get double the original planned size. There was an extension of approximately 31-60 minutes to the procedure as a result of the device issue.

Manufacturer narrative:
This report is being amended to reflect changes. This information was reported in error on initial MDR 1526350-2015-00159 ¿ 1 the device was manufactured on 5/16/1996 and was previously repaired (B)(6) 2012 for a non-related issue. Investigation revealed the thickness control lever worked properly. It was also noted that the hose leaked and the width plates were damaged. Prior to repair, the device operated within motor speed specifications and the master blade was flush with the control bar. The device met calibration and side to side specifications at all tested thickness settings. Repair of the device included replacement of the hose, width plates and standard repair parts. The reported event regarding the malfunctioning thickness control lever was not reproduced during testing and a cause cannot be determined. The customer's reported event regarding having to set pressure above the recommended pressure was not reproduced during testing; however, was most likely due to the leaking hose, which was due to lack of preventative maintenance by the user. Per the instructions for use, ""the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy." The device was repaired and returned to the customer.